Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the knife worked and cut as expected but only half of the stapler line was formed. Staples of the other half remained inside the stapler. Anastomosis completed with another pph. There was no patient consequence reported.